Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes, based on analysis results, product analysis, confirmed the reported events related to mechanical issue device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The tactile pump was visually inspected and microscopically examined. The pump kink resistant tubing (krt) was worn down to filament; the outer layer of pump bulb was worn that was result of wear against the pump strain relief krt junction; no leaks were found. The ams700 cylinders were visually inspected, leak tested and examined using a microscope. Cylinder 1 had broken/detached in the outer tube and had detached broken fabric threads in proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explanted. Cylinder 1 also has broken fabric threads in cylinder body. Both cylinders had bulge when inflated with syringe. There was no damage to the inner tube; therefore, both cylinders passed the leak tested. The krt of both cylinders were worn down to filament. Both cylinders were not pressure tested due to the bulge that was identified. Product analysis concluded that identified bulge in cylinder 1 could affect the functionality of device in resulting a mechanical issue. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component was chosen based on the failure with the reservoir that a fluid leak was identified.

Event description:
It was reported that the patient had a malfunctioning inflatable penile prosthesis. The patient had the device removed.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a malfunctioning inflatable penile prosthesis. Despite efforts, no further information could be obtained.